Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, customer was using apidra insulin as well as an old vile of humalog insulin. Customer indicated that a new vile of insulin would be used with a new cartridge/infusion set.

Manufacturer narrative:
The t:slim user guide indicated that the cartridge is contraindicated for use with the product other than humalog and novolog. The tandem t:slim pump user guide indicates that the humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.